Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that there was a suspected perforation to the patient the day the lead was implanted but the echo cardiogram exhibited -normal parameters-. The patient had to undergo surgery for a mitral valve replacement and she experienced cardiac tamponade. The patient deceased.